Event description:
The customer's husband stated that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 96 mg/dl. Troubleshooting was performed and found that the customer may have taken too much insulin to treat a high blood glucose reading. The programming on the insulin pump was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.